Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the ventilator alarmed for high o2 concentration and failed the flow transducer test during pre-use check. According to information provided by our field service engineer, the issue was solved by replacing the o2 gas module. The replaced o2 gas module was not returned for further investigation. Therefore, the root cause to the reported issue could not be established by this investigation.